Event description:
It was reported by service report that the pt right side rail would not latch in the upright position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.